Manufacturer narrative:
It was reported that the end user experienced a urinary tract infection (uti) and was hospitalized. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. A sample was not returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end user experienced a urinary tract infection (uti) and was hospitalized. No additional information is available.